Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the contact was experiencing difficulty charging the pump despite use of multiple usb cables. Reportedly, the pump would charge when the cable was held at a particular angle. The customer's blood glucose level was 342 mg/dl. Reportedly, the pump would continue to be used for insulin therapy.